Event description:
It was reported to philips that the customer request implement for (B)(4), for device restart issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Initial reporting address state: (B)(6). Initial reporting address postal: (B)(6). Initial reporting institution phone #: (B)(6). Initial reporter phone #: (B)(6).